Event description:
It was reported a patient with an artificial urinary sphincter (aus) presented recurring incontinence. There was no device issue, however, a sub-cuff atrophy was found. A new aus was placed, and no additional patient complications were reported.